Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was inserted and deployed, at which time a snap was heard. The device was removed and it was noted that the posterior portion of the foot had broken off. The physician chose not to retrieve the remaining portion of the foot out of the patient. The patient is noted to have recovered without further incident.